Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in the calcified and moderately tortuous cephalic vein. The 5.0 x 40/40 (4f) sterling otw balloon was used to dilate the lesion. The sterling balloon ruptured at 6atms upon the 1st inflation. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).